Event description:
Customer claims that alarm will not sound when weight is removed from the test sensor. Customer states the alarm has power and the batteries have been replaced with a new supply. Customer claims there is no visible damage to the outside of the alarm. The issue was identified while in use, after the caregiver had left the beside. There was no patient incident or injury.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm has power but will not sound when weight is removed from the sensor. Tested with new batteries and a working sensor. Some visual functions such as the low battery indicator, nurse call and hold function are working, however, no further testing can be performed. The alarm case is damaged on the back near the nurse call receptacle. (B)(4).